Event description:
Event description guidant received information that the ventricular lead dislodged the night of the implant and then loss of capture was observed. The patient has a good underlying rhythm. The lead was repositioned the next day.